Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The battery was replaced with a known good battery and the receiver turned on. The receiver case was opened and the internal inspection passed. The receiver log was downloaded, the data shows rtt loss within the investigation window. Functional testing was unable to be performed. The reported event of unexpected receiver shut-down was confirmed. The root cause could not be determined.